Manufacturer narrative:
According to the practitioner the implant didn't take and failed to integrate. The implant has been placed in 43 position on (B)(6) 2016. Four months later after the implantation, the practitioner has found that the implant failed to integrate.

Event description:
Implant fails to osteointegrate.